Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Multiple follow up attempts were made by tandem clinical support, however, no response was received by the customer. Customer¿s blood glucose (bg) level was 400 mg/dl.